Event description:
It was reported the device locked up. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment, the main printed circuit (pc) board and battery flex were contaminated. It was also noted that the upper and lower cases were contaminated and broken, the ring cover and two side bail covers were broken, and the battery release, lead flex cover, two pc board screws, battery contacts, battery drawer and liquid crystal display (lcd) were contaminated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. Evaluation summary: (B)(4): analysis confirmed the customer comment, the main printed circuit (pc) board and battery flex were contaminated. It was also noted that the upper and lower cases were contaminated and broken, the ring cover and two side bail covers were broken, and the battery release, lead flex cover, two pc board screws, battery contacts, battery drawer and liquid crystal display (lcd) were contaminated.